Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 139 mg/dl and 283 mg/dl within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.